Event description:
While attempting to place a stent in pt's superior mesenteric artery, stent sheared off balloon upon which it was mounted. Stent unable to be retrieved. Pt taken to surgery for removal.